Manufacturer narrative:
The customer reported that there was a machine error and scan is not possible. A philips field service engineer (fse) confirmed there was no harm to a patient, operator or bystander. The philips call center initially reported that the gantry had caught on fire. When the philips field service engineer (fse) went onsite to evaluate the system, it was clarified with the customer that there was no report of visible fire, smoke, or burnt smell; therefore, there was no use of fire extinguisher and the fire department was not called. The fse determined the power block unit (pbu) inside the gantry had formed an electric arc which was the cause of the inability to scan. The fse replaced the pbu in the gantry to resolve the issue. The system is in clinical use.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that the gantry caught fire while scanning. This issue is currently under investigation. Based on the available information, this issue has been initially determined to be a reportable event.